Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device did not fit properly, and output was not possible. The event occurred during a therapeutic laparoscopic total nephrectomy procedure. The procedure was completed after replacing it with another product of the same type. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that an electronic component failure was the probable cause of the issue reported. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device did not fit properly, and output was not possible. The event occurred during a therapeutic laparoscopic total nephrectomy procedure. The procedure was completed after replacing it with another product of the same type. There were no reports of patient harm.